Manufacturer narrative:
H3: analysis of the returned device found visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the measurements were within specification for all the electrodes. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts, and they were centered about the midline. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring emg tube has no response in the nerve monitoring console, possible malfunction during the procedure. There was no patient impact. Procedure was completed with a back up device. On follow up it was reported that it was shown on the monitor that there was no response.